Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the event. The se replaced the graphic user interface (gui) printed circuit board (pcb); the ventilator passed self-testing.

Manufacturer narrative:
(B)(4).

Event description:
Report received of ventilator with an inoperable graphic user interface. Patient involvement information was not provided by the customer. The evaluation and repair of the ventilator is yet to be completed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.